Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery the mnitac 2.0 titanium neddles bent and broke while trying to pass the suture. They cut the suture and used a free needle. No delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image revealed that at least two needles had bent enough that continued use of them would not have been advisable. The needles that bent had been cut away. A review of the device records showed there were no indications to specification or would not be able to perform as intended. A complaint history re-suggests that the product did not meet manufacturing specw concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include prolonged use of the single use needles, greater force or torque than anticipated for the device, or inability to withstand anticipated forces.